Event description:
A tandem mobi cartridge alarm was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.